Event description:
It was reported to philips that x-rays were not possible with the allura system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the x-rays were not possible. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation got expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.